Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient returned to the hospital due to eye pain and swelling. A local and systemic anti-inflammatory treatment was performed. Additional information was requested.